Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise oversensing while playing tennis. The patient was seen in follow-up afterwards. The patient also contacted technical services (ts) for further advice. Ts reviewed available device data and provided troubleshooting recommendations to the local area field representatives. Ts also advised the patient to follow-up with their health care professional (hcp). Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise oversensing while playing tennis. The patient was seen in follow-up afterwards. The patient also contacted technical services (ts) for further advice. Ts reviewed available device data and provided troubleshooting recommendations to the local area field representatives. Ts also advised the patient to follow-up with their health care professional (hcp). Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.